Event description:
It was reported that after undergoing a water vapor therapy procedure for benign prostatic hyperplasia, the patient experienced significant irritative symptoms. A cystoscopy was performed, and it was noticed that the prostate was necrotized. The damaged tissue was surgically removed. After that, the patient was discharged from hospital fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that after undergoing a water vapor therapy procedure for benign prostatic hyperplasia, the patient experienced significant irritative symptoms. A cystoscopy was performed, and it was noticed that the prostate was necrotized. The damaged tissue was surgically removed. After that, the patient was discharged from hospital fully recovered.